Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to claim that on (B)(6) 2014 patient experienced detached sensor wire. After insertion, patient reported that the sensor wire was detached from applicator tube. No medical intervention was required.